Event description:
This percutaneous coronary intervention was being conducted on a male patient and the target lesion was an in-stent restenosis of a competitor's bare metal stent in the proximal right coronary artery. The vessel was slightly calcified without tortuosity, but it was 90% stenosed. After conducting pre-dilatation, the physician delivered a 3.0 x 18mm cypher stent to the target lesion. However, the balloon would not inflate above 6atm. The physician retrieved the stent delivery system and re-delivered it without difficulty. Inflation was attempted again, but the balloon had a pinhole rupture. Since a pressure of 12atm could be attained, the stent was deployed. The procedure was completed successfully without any injury to the patient.

Manufacturer narrative:
Product is available for evaluation, but has not yet been received. This cypher product is not distributed in the united states, but it is similar to a product that is distributed in the united states. Additional information will be submitted within thirty days upon receipt.